Manufacturer narrative:
This report is filed october 18, 2016.

Manufacturer narrative:
This report is filed june 14, 2016. Device not received by manufacturer.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device, however, the issue could not be resolved. The device was explanted on (B)(6) 2016. It is unknown whether the patient was reimplanted with another device as of the date of this report.